Event description:
Staff was using mechanical pt lift purchased in 06/02 to raise resident in sling; push button remote control was used. Lift stopped raising resident and then emergency lower function activated without any buttons being pushed. The resident was slowly lowered all the way to the floor in the emergency lower mode even though staff alternately pushed control buttons for stop and raise. The resident was uninjured but was frightened.